Event description:
It was reported that the implantable cardioverter defibrillator exhibited a failure to be interrogated via radiofrequency. The device programming was updated and able to connect successfully. The patient was stable and asymptomatic.